Event description:
The pump was used to deliver unknown morphine 10mg/ml. Dose information was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain. It was reported that, at the time of this report, the patient was in the intensive care unit. The patient did not show for their refill three weeks prior to the report. The patient was known to drink" a liter of alcohol" a day, so they were trying to determine why the patient was so sick. The pump was interrogated on (B)(6) 2024. The empty reservoir alarm occurred on (B)(6) 2024 due to the patient missing the refill. The rep was going to communicate the empty reservoir date to the hcp. At the time of this report, the patient was being managed with intravenous medications. The patient's weight was 78.3 kilograms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the patient went for pump refill on (B)(6) 2024. The hcp stated that they did not notice anything strange or suspicious, they refilled the pump with the normal concentration and dose. Refill was overall uneventful other than the fact that the pump had been empty for a few weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that after pump interrogation, it was determined that the pump reservoir was empty. The ICU's physician was unable to determine the cause of the patient's sickness definitively. The managing hcp advised the ICU physician to supplement the patient with oral drugs since the patient's pump was empty due to them missing the previous appointment and their prolonged ICU stay. Per the managing hcp, there were no issues with the pump but itshould be refilled as soon as possible.